Event description:
It was reported during implant procedure (B)(6) 2022, the patient's implantable cardioverter defibrillator (ICD) temporarily lost bluetooth connection. The session was ended and a sterile wand was used to re-interrogate the device. After the device was interrogated again it was functioning normally and was implanted within the same operation. Post-procedure the patient was recovering.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.